Event description:
It was reported that the patient has expired after implant duration of approximately 0.5 months, due to unknown reasons. It is unknown if the death was device related.

Event description:
A user facility reported that the inflatable lid seal of a system 1 processing unit burst during a processing cycle, resulting in liquid from the processor spraying onto the clothes of the employee operating the system 1 unit. It was reported that the employee had an allergic reaction and developed hives and a headache. The employee was prescribed ¿pregnazone¿ to treat the hives, sent home for the remainder of the day and returned to work the following day.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received, however, the cause of death was not provided or could be learned. A device history record review is in process. Device not returned.